Event description:
Boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and lead system expired following the implant procedure. The device and three leads were implanted. It was noted that difficulty was encountered gaining access to the coronary sinus, but the physician used a different catheter model with no further issues. The device and leads were tested with normal measurements. However, no defibrillation threshold (dft) testing was performed due to the patient's low blood pressure and lack of response post implant. An echocardiogram and fluoroscopy were performed, with no evidence of a perforation or a pneumothorax observed. The patient was found unresponsive when hospital staff attempted to wake her from anesthesia. The patient had an arrest, immediately post procedure, and could not be resuscitated.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.